Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a proglide device. Reportedly, an unspecified device failure occurred with the proglide device. There was no reported adverse patient sequela. No additional information was provided.